Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump and reservoir cannot stay in. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer stated that he was not getting any insulin. Customer stated that the reservoir damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, stained end cap sticker, stained address, serial number label and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.